Event description:
Additional information received reported that the patient was doing "fantastic" after device replacement.

Event description:
It was reported that the patient's implantable neurostimulator was over-discharged twice due to patient non-compliance. There were no injuries, symptoms, or adverse events associated with this event. A potential device replacement was mentioned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 serial# (B)(4), product type recharger product ID, 37743 serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no significant anomaly. The battery had reduced capacity due to overdischarge.